Event description:
It was reported that the patient presented at the emergency room with phrenic nerve stimulation. The patient's right ventricular (rv) lead had high thresholds, undersensing r waves, oversensing and was dislodged. The lead was reprogrammed off and repositioning is planned for the future. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.